Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received suspect component and noticed fluid ingress spots in screen. The carefusion fa rep installed a known good touch screen; and touch screen functioned properly and calibrated successfully. The carefusion fa rep reported the fluid ingress spots is evidence that touch screen may not have worked at one point in time due to the fluid shorting the touch screen and determined the front panel fluid ingress as the root-cause.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the touch screen is not responding to touch and there is some spot on screen display while using the vela ventilator. The issue occurred during testing and was immediately taken out of service. The customer reported no patient involvement associated with this event.